Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: laparoscopic adnexiectomy event description: the bag was used with all the correct procedures according to the surgeon. The surgeon used the bag to remove an annex, extracted the anatomical piece, and waited for the analysis of the anatomical piece by suspending the operation. When the operation started again, they inserted the laparoscopic optics and found the "bag cap". Information received via email from applied medical representative via email on (B)(6)2024: the tm supplied a picture confirming the piece is the green bead. Information received via email from applied medical representative via email on (B)(6)2024: the surgeon found the bead in the abdomen but both the bag and the wire were intact. She didn¿t use other instrument. She didn't notice any negative features to report. Intervention: removed the "cap" from the abdomen, the patient still had the trocars inserted. Patient status: no clinical impact to the patient

Manufacturer narrative:
A portion of the event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of bead detachment. The bead was returned with a small portion of the specimen bag still attached. Based on the condition of the returned unit, it is likely that the reported event was caused by sharp instrument or object that came in contact with the tissue bag. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction: section d4 and h4 are being updated as packaging for a second lot number was received from the user facility.

Event description:
Procedure performed: laparoscopic adnexiectomy. Event description: the bag was used with all the correct procedures according to the surgeon. The surgeon used the bag to remove an annex, extracted the anatomical piece, and waited for the analysis of the anatomical piece by suspending the operation. When the operation started again, they inserted the laparoscopic optics and found the "bag cap". Information received via email from applied medical representative via email on 22jan24: the tm supplied a picture confirming the piece is the green bead. Information received via email from applied medical representative via email on 29jan24: the surgeon found the bead in the abdomen but both the bag and the wire were intact. She didn¿t use other instrument. She didn't notice any negative features to report. Additional information received via email on 11apr2024 from [name], amr engineer. As there was an additional packaging with lot number 1490134 returned with the event unit and it is unknown which lot the event unit belong to, intervention: removed the "cap" from the abdomen, the patient still had the trocars inserted. Patient status: no clinical impact to the patient.